Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is between 10/30/2019 and 2/27/2019. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of +25.5 diopter lens model, zlb00 multifocal iol (intraocular lens) into the patient's left eye, the patient's reading vision wasn't what the patient seeking. As a result, the lens was explanted and replaced with +25.0 diopter non-johnson and johnson surgical vision monofocal lens. The patient was reported to be doing well after replacement. No additional information provided.